Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the right ventricular setscrew was not returned. Testing was performed with a substitute setscrew and the terminal block threads operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) channel. Testing was performed in clinic and some ra noise was also observed. A potential connection issue was suspected and a revision procedure was performed. During the revision procedure the high out of range pacing impedance measurements were observed on the ra lead via a pacing system analyzer (psa). Ra lead insulation damage was suspected and the ra lead was explanted and replaced. This pacemaker was then connected to the new lead but there was difficulty tightening the set screws. When the screwdriver was removed the setscrew was removed with it and therefore a new pacemaker was also implanted and the procedure was completed. No additional adverse patient effects were reported.